Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The occlusion issue led to the customer's blood glucose levels reaching "high" as indicated on their continuous glucose monitor, and a specific blood glucose value was not provided. The customer addressed the bg level by administering a correction bolus using the pump, and no third-party assistance was required. Reportedly, the customer continued to use the pump for insulin therapy.